Manufacturer narrative:
The customer contacted abbott regarding falsely decreased sodium results on the architect (B)(4). After the customer performed the recommended troubleshooting actions, no further sodium fliers were observed. A review of the architect (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding erratic/discrepant results. A review of the monthly product monitoring found no trends for falsely elevated ict results. A product labeling review found the architect system operations manual and c8000 service and support manual provides adequate information regarding limitations of result interpretation, maintenance, component cleaning, and troubleshooting of the described issue. Based on the investigation no product deficiency was identified for the architect serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium (na) result from the architect on a patient. The results provided were: sid (B)(6) initial na = 117 / repeat = 140mmol/l (reference range 135-145mmol/l). There was no reported impact to patient management. There was no additional patient informaiton provided.